Event description:
Complainant alleged that while attempting to treat a pt (age and gender unk), the device failed self test for defib. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll med corp has received the product and will be providing a follow-up report when our investigation is completed.